Event description:
It was reported that a patient (pt) in had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. On an unreported date, the pt began treatment with dianeal pd4 ambuflex therapy (dose, frequency, and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On an unreported date, the pt made a mistake and had touch contamination (details not provided). The pt experienced peritonitis and was hospitalized for the event on the same day. Treatment rendered was not reported. Concomitant medication was not reported. Dianeal therapy was ongoing. The outcome of the touch contamination was not reported. At the time of this report, the patient was recovering from the peritonitis.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to mistake and touch contamination by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.